Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost stimulation and the programmer is unable to communicate with the ipg. An sjm representative met with the pt for troubleshooting on (B)(6) 2014 to no avail. A back-up programmer was tried but communication remained unattainable. The next course of action is unk.